Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was investigated. As received, the charger was resetting. Upon evaluation, the power supply was defective and was resetting. The cause of the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger/modem (B)(6) indicating that the charger/modem was resetting.